Event description:
Event description guidant received information that this pacemaker, which is included in the hermetic seal advisory, displayed beginning of life eleven months ago and when now re-checked it as displaying elective replacement time. At the last follow-up their was a mode switch from (dddr) dual sensing, pacing and dual response to sensing and responsive to (vvi) ventricular pacing, sensing and inhibiting. The field representative(fcr) has reported that the device was possibly explanted 2 months ago, we do not have a record of that. The fcr will inquire at the hospital to verify this information.